Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she had experienced a hypoglycemic event. Patient passed out and a family member called the fire department. Upon arrival, the emergency responders administered IV glucose to patient.patient reports that she experienced discrepancies between her blood glucose (bg) meter and cgm prior to the incident. She does not recall her bg or cgm values at the time of incident.at the time of her call to technical support, patient reported being in fine condition.